Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during prime/rewind process. The blood glucose reading is 202 mg/dl. Customer stated that the drive support cap is protruded. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with cracked end cap. Unable to verify alarm due to cracked end cap. The insulin pump received with loose drive support disk. The insulin pump received with missing end cap sticker, missing display window, cracked case display window corner and broken battery tube threads.